Event description:
It was reported that the patient asked if the purewick system could be used in the same room as oxygen. It was advised to the patient that the purewick system could be used but it must be six feet away from the oxygen compressor and the patient stated that the manual should be more specific regarding the instructions.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to missing instructions or vendor printer error. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics." Correction: e, h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient asked if the purewick system could be used in the same room as oxygen. When the patient was advised it could but must be six feet away from the oxygen compressor, the patient said the manual should be more specific regarding this.